Event description:
It was reported that the patent underwent a sling procedure in 2005. At the eight week follow up, the left-sided tape erosion of mild intensity was noted. The protruding portion was cut away and vagifem therapy was instituted.